Event description:
While suturing a laceration on a patient's eyebrow when after the first suture they noticed a black dust like smear on the puncture made by the suture. The black dust also got into the wound.